Event description:
It was reported an infection occurred. The organism was identified as (B)(6). The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted the inner insulation and inner tubing were kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage.